Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. The rv lead was capped and replaced to resolve this event. The patient was stable.